Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material was in the insertion tube, however the type of the material or root cause cannot be identified, and the customer stated they were unable to clean the device before returning it for repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystalized foreign material in the insertion tube. There was no patient involvement.